Event description:
Customer reports a blood glucose result of 145mg/dl with low blood glucose symptoms while using the advantage system. Results did not match customer's symptoms. Customer reports his wife called the emts; they tested his blood glucose and treated him with an IV of unk content. Blood glucose result was not provided. Customer reports the emts took him to the hosp where they treated him with an IV of unk content and released him 3 hours later. No hosp blood glucose readings were provided. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.